Event description:
It was reported that after a 100ml cassette was filled with the medicine solution by the pharmacist in pharmacy. After that the cassette was sent to the ward. In the ward the cassette was connected to the infusion pump and the treatment of the patient started. During the nurse's checkup of the patient, it was noticed that the cassette was leaking the medicine solution inside the cover of the cassette. The cassette was changed immediately. No adverse patient effects were reported.